Event description:
The dressing portion of the negative pressure wound therapy applied to cover the wound. Actual device would not allow enough suction to make dressing work properly. A 2nd device opened which worked. Per site reporter: kci will reimburse hospital for the defective product.